Manufacturer narrative:
Patient weight is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a first metatarsal-phalangeal (mtp) open reduction internal fixation (orif) on (B)(6) 2018, a drill bit broke inside the patient upon drilling a pilot hole. The threaded tip of the drill was wedged in the far cortex of the first mtp, but was retrieved with moderate difficulty. Surgeon believes that the threads had caught on a drill guide with a damaged tip. Upon observing the drill guide, it seemed to be not spherical in shape. A new drill bit was provided; alternative instrumentation for removal. The procedure was completed successfully with a sixty (60) minute delay. There are no reported adverse consequences to the patient. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).